Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with scd compression sleeves. The customer states the patient complained of numbness on her left leg and on the left side of her back when she returned to consciousness following a surgical procedure. The numbness occurred 6 hours after utilization of the scds. The orthopedist gave the symptom as a case of peroneal nerve disorder and tibial nerve disorder. Gait restoration 3 days later and the patient could be discharged 10 days later.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.